Event description:
It was reported that the pump time was incorrect after the pump was reset. There was no reported impact to the customer's blood glucose level. The customer corrected the pump time and resumed insulin therapy successfully.